Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of over 500 mg/dl. The customer stated that she ran out of supplies for the insulin pump and had to revert to back up plan of manual injections. The customer stated that since she is treating with shots, it is hard to control her glucose level and had several high and low blood glucose. The customer stated that she was experiencing high glucose all day her doctor advised her to go to the hospital. No further information was provided.